Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. The patient stated that there was fluid leakage below the device and also from under the door. The origin of the fluid leak was not known. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A visual inspection was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A simulated therapy was performed with no alarms or issues. The device met all specifications. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.